Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose was 42 mg/dl. The customer¿s blood glucose level was 175 mg/dl. The customer was treated with carbohydrates. The customer reported sensor after 4 days a continuous series of sensor updating and then got change sensor. The customer declined troubleshoot for low blood glucose. The insulin pump is not expected to be returned for analysis.